Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: on the later image, there are increased radiolucent lines at the compress spindle metal bone interface, consistent with the reported unfixed (loose) spindle. Also on the later image, the long axis of the exposed anchor plug traction bar is no longer parallel to the spindle but rather has a slight tilt which is a finding consistent with a broken traction bar. The segmental distal femur component has moved down exposing a greater length of the expander section on the later image. Reported event was confirmed by review of provided radiographs. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported the patient underwent an initial knee arthroplasty. Subsequently, the patient complained of pain over a span of the last year. The surgeon believed the expandable component was expanding on its own, without the required surgery to expand it. The patient felt a pop and could not bear wear. The patient was then revised approximately 3 years post implantation due to a broken anchor plug and the spindle lost bone in-growth at the bone interface and was no longer fixed.

Manufacturer narrative:
(B)(4). D6: implant date: 2022. D10: concomitant medical products: cp114831 - rs side exp dstl fmrl lt - (B)(6). 178363 - cps xs sht spdl w pins - (B)(6). 178526 - cps transverse pin - (B)(6). 161035 - oss rs axle - (B)(6). 161034 - oss rs poly fem bushing - (B)(6). 161037 - oss rs non-mod plate - (B)(6). 150476 - oss poly tibial bushing - (B)(6). 161094 - oss rs 12mm ls tibial bearing - (B)(6). 150493 - oss reinforced yoke - (B)(6). 150478 - oss poly lock pin - (B)(6). 178512 - cps nut co-cr-mo alloy - (B)(6). H6: component code: mechanical (g04) - femur. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.